Manufacturer narrative:
Zimvie received one (1) tsvh10, (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) for evaluation. Visual evaluation / functional evaluation of the as returned product identified signs of use but no apparent signs of malfunction. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number: 1242136. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1242136 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿pain.¿ the customer did/did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use and inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur, and the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the dental implant located in position number # 4 failed because the patient complained of pain. The doctor confirms in the medical record that the procedure was not completed with the placement of another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a4: patient weight unknown / not provided.